Event description:
It was reported that when provider interrogated the patient¿s device, a few error messages came up and doctor was unable to perform diagnostics. He tried using two tablets, and both attempts were unsuccessful. Initially a message saying, ¿current not being delivered at specified level¿ and then when he performed diagnostics, it showed a wand error. The output current was low but impedance and battery were within normal limits. The patient had not felt stimulation in a while. Doctor was able to adjust output current and magnet current. Patient swiped magnet in office and he felt nothing. Doctor maxed output level highest value available and patient still felt nothing. Patient was later brought in to clinic, and error code 254 was seen upon interrogation. They tried swiping the magnet rapidly back and forth but this did not resolve the issue. They attempted generator reset and then reinterrogated the device. They got one message saying the device was temporarily disabled indicating the reset did work, but they were now getting low impedance. The patient said recently, he felt the stimulation much more than before and he could not handle the stimulation so a day later the provider interrogated the battery and turned the output down. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. They tried rapidly swiping the magnet over the generator but this did not resolve it. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect generator was later received by manufacturer. Product analysis has not been completed to date.

Event description:
It was later reported that the patient had a generator replacement due to reed switch malfunction. The suspect product has not been received by manufacturer to date.

Event description:
Product analysis was completed for the suspect generator. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.